Event description:
It was reported that an asymptomatic patient presented in clinic. Upon device interrogation, the right atrial lead exhibited high impedance due to a lead fracture. On (B)(6) 2017 the lead was capped and replaced. Patient was in stable condition post procedure.